Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was unable to turn up her group a setting. The manufacturer representative met with the patient for reprogramming, and an impedance measurement was run. Contact 9 was displaying a value of greater than 40,000 ohms. There were no environmental or external factors noted to have contributed to the issue. After the impedance measurement, the manufacturer representative programmed off of contact 9 and was able to achieve paresthesia in the desired areas. No further actions/interventions were taken, and the issue was resolved. No surgical intervention was planned or performed. There were no further complications reported or anticipated.